Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is pain. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "pain". The device has been explanted.

Event description:
Healthcare professional reported left side "pain". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; flat creases, deformation, the weight the device within specification and was observed after autoclave: cloudy color and bubbles. Based on the device analysis the final assessment is: no issues to be found related with the manufacturing process.